Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an afib ¿ paroxysmal procedure, the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time and the customer abandoned case. The signal loss occurred during mapping but it was worst during pacing. In additional, error 19 appeared on the carto3 system during a procedure. The customer rebooted system without catheters connected and error cleared but returned. The patient was under general anesthesia for 1 hour and the procedure was being performed in the left atrium.